Event description:
Asr revision. Left side. The patient was referred for an MRI, due to high serum metal ion levels. MRI showed presence of an ovoid collection in the posterior aspect of the lateral femoral neck. The appearance is consistent with the clinical suspicion of an alval reaction.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.